Manufacturer narrative:
Sc-8216-70 (sn (B)(4)) device evaluation indicated that the lead passed photographic imaging tests performed. Visual inspection found that paddle lead was cleanly cut approximately 62 cm from the paddle end. Two of the proximal ends of the paddle lead were not returned. In addition, electrode #8 is partially dislodged from the paddle end. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure.

Event description:
A report was received that during a lead revision procedure, one contact was detached from the paddle silicone and was only attached by wire. Lead malfunction was not suspected until paddle was removed for repositioning. The lead was replaced. The patient was reportedly doing well postoperatively.

Event description:
A report was received that during a lead revision procedure, one contact was detached from the paddle silicone and was only attached by wire. Lead malfunction was not suspected until paddle was removed for repositioning. The lead was replaced. The patient was reportedly doing well postoperatively.